Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot j318 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot j318 shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. The customer returned photographs and the smart card data for investigation. A review of the data recorded on the smart card showed the treatment proceeded until an alarm #7: blood leak? (Centrifuge chamber) alarm occurred after 1369 ml of whole blood had been processed. Review of the customer provided photographs verify the centrifuge bowl broke as blood splatter is seen on the centrifuge chamber walls, and the centrifuge bowl is in pieces at the bottom of the centrifuge chamber. The photographs show the base of the centrifuge bowl is still contained within the bowl holder. There is a large piece of the outer centrifuge bowl still attached to the bowl base. The photographs show the outer bowl has separated from the bowl base around the circumference of the outer bowl. The piece of the outer bowl still attached to the bowl base indicates the separation occurred in the outer bowl material and not at the weld. A material trace of the bowl assembly and its components used to build lot j318 found no related non-conformances. A device history record review did not identify any related non-conformances and this kit lot had passed all lot release testing. The cause for the alarm #7: blood leak? (Centrifuge chamber) alarm was due to the centrifuge bowl break. The root cause of the centrifuge bowl break was due to a separation of the outer bowl and bowl base; however, the cause of the separation could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). P.t. 04-sep-2020.

Event description:
The customer contacted mallinckrodt to report they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they were in the buffy coat collection phase of the procedure when the centrifuge bowl broke. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The customer reported the patient was stable. The customer returned photographs and the smart card data for investigation.